Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise and high pacing lead impedance. The patient would be brought into clinic for further testing. No patient symptoms were reported. No further information could be obtained.